Event description:
The iab was inserted into the patient on 05/18/97 at 8:15 p.m. And removed on 5/21/97 at 3:40 p.m. The patient had minor ischemia and removal was required. When the iab was removed, difficulty was encountered and there was injury to the patient's artery. (Event complications: minor ischemia/artery was injured - ) reported 11/3/97. (Pt's current status: discharged-rpt'd 11/3/97.)

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.